Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site. The ipg was tilted upward and the bottom half was lowered into the fatty tissues. The patient underwent a pocket revision and was doing well post-operatively.